Event description:
It was reported that noise was observed on the stored egms. An x-ray did not detect that the lead was dislodged; however, there appeared to be an acute bend in the lead. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.